Event description:
Spontaneous call from patient. Spoke to patient who stated she had 2 premix cassettes that she tried using and she got double beeping on both pumps. No issues with pump. Patient has 2 malfunctioning cassettes. Advised patient to hold onto cassettes for now in case manufacturer requests them back cassette lot # 4235231. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? No. Did the patient have additional cassettes they were able to switch to? Yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life- sustaining? Yes, what is the outcome of the event? Resolved, resolved?, ongoing? Reported to (B)(6) by: patient/caregiver.